Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was cut along the siphon guard. It cannot be confirmed how the cut occurred. The valve was tested and an occlusion was found at the inlet of the ruby ball, however when popped free and irrigated again the flow was normal. The device passed the siphon guard flow test as well as the catheter flow test. Programming was also normal. Biological debris was seen throughout the device, which appears to have been the root cause for the blockage reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the patient was in coma because of an obstruction of the shunt. As a result the surgeon attempted revisions and programming adjustments.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.